Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissor (mcs) instrument to perform failure analysis. The failure analysis investigations confirmed the customer reported complaint. The mcs instrument was found with scratch marks/abrasions on the instrument tube extension to be related to the customer reported complaint. The instrument tube extension exhibited signs of scratch marks/abrasion measured roughly 0.026¿ x 0.566¿. Further evaluation found the mcs instrument had blade damage. Both blade edges were indented. The instrument blades were found with signs of contamination. A visual inspection showed heavily contaminated scissors tips. Isi did receive the monopolar curved scissor (mcs) tip cover accessory to perform failure analysis. The mcs tip cover accessory was returned with a part failed component as an incidental return. The failure analysis could not reproduce no reported issue to be related to the customer reported complaint. There was no reported complaint against the accessory. Further evaluation of the tip cover accessory found it had tearing at the mouth on the distal end. The tears were axially aligned with the tip cover and measure from 0.030¿ to 0.032¿ in length. There were no signs of thermal damage present at the end of any tears.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer discovered that the outer casing of the scissors had been scraped down to an orange color. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the monopolar curved scissors (mcs) tip cover accessory was properly installed during the surgical procedure. None of the orange surface was visible after the tip cover accessory installment. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. No lubricant was used during application. The report from the surgery did not state if there was any damage to the tip cover accessory nor anything about thermal damage. There was no arcing or any colliding of the instruments.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.